Event description:
During inflation of ptca balloon at 6 atm, balloon burst. When dr attempted to remove balloon from right coronary artery, balloon fragmented, leaving distal half of balloon lodged in artery. Pt was sent to surgery on an emergency basis for removal of balloon and CABG.